Event description:
Note: this report pertains to the third of three devices used during the same procedure. Refer to associated manufacturer report #3005099803-2008-00048 for the event details.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis can not be performed; therefore, the relationship between the device and reported event is undetermined. A search of the complaint database revealed eight additional complaints have been reported for this lot; none of which were MDR-reportable. The november 2007 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.